Event description:
The patient has been experiencing an increase in seizures and was seen in the ER. The patient then underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.